Event description:
It was reported that the balloon burst. The 60% stenosed target lesion was located in a mildly tortuous and moderately calcified vessel. A 3.00 mm x 6 mm nc emerge was inflated twice for 10 to 15 seconds at 24 atm and burst. The device was removed, but a small piece of the balloon was left in the right coronary/posterolateral artery. The procedure was completed with no further complications.

Event description:
It was reported that he balloon burst. The 60% stenosed target lesion was located in a mildly tortuous and moderately calcified vessel. A 3.00 mm x 6 mm nc emerge was inflated twice for 10 to 15 seconds at 24 atm and burst. The device was removed, but a small piece of the balloon was left in the right coronary/posterolateral artery. The procedure was completed. It was further reported that the target lesion was located in the right coronary/posterolateral artery. The device fragment remains in the artery and there are no plans to remove it. The patient is reportedly doing great.

Event description:
It was reported that he balloon burst. The 60% stenosed target lesion was located in a mildly tortuous and moderately calcified vessel. A 3.00 mm x 6 mm nc emerge was inflated twice for 10 to 15 seconds at 24 atm and burst. The device was removed, but a small piece of the balloon was left in the right coronary/posterolateral artery. The procedure was completed. It was further reported that the target lesion was located in the right coronary/posterolateral artery. The device fragment remains in the artery and there are no plans to remove it. The patient is reportedly doing great.

Manufacturer narrative:
Updated b2 outcomes attrib to adv event device evaluated by manufacturer: returned product consisted of an incomplete nc emerge balloon catheter. The device was visually and microscopically examined. There was blood and contrast in the inflation lumen, and the balloon was loosely folded. At 6mm distal from the proximal waist, the balloon had a full circumferential tear. At 5.7cm distal from the bicomponent weld, the guidewire lumen was separated. The device was returned incomplete as the distal portion of the balloon, tip, markerbands, and guidewire lumen failed to return for further analysis.